Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer had to replace the batteries for the insulin pump three times within one week. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that he had just changed the battery before the call and he again received the low battery alert. Upon checking the alarm history, the customer stated that he received no delivery alarms. The customer declined troubleshooting for the no delivery alarms. The customer declined a replacement battery cap. Explained to call back if the issue persisted. Advised to revert to back-up plan her healthcare provider's instructions if needed. A replacement insulin pump was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.